Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 127 mg/dl at the time of incident. The customer treated with shots. While troubleshooting for the motor error alarm, the pump alarmed no delivery. The customer was unable to continue with troubleshooting because the pump kept asking to rewind and was stuck in a loop. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was not returned for analysis.